Event description:
Discordant, falsely elevated calcium results were obtained on two patient samples on advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and resulted lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse rebuilt the compressor heads to improve the vacuum output, replaced loose tubing that was connected to a valve, replaced wash up down (wud) and dilution wash up down (dwud) dryer nozzles, and replaced dilution turn table cuvettes. The cse also replaced peri pump cassettes due to an aspiration issue. The mixer 1 mechanism was replaced and aligned. The cse checked the movement of the wud and dwud probe sets and found that several were unable to move due to dried residue. The probes were cleaned and some wud probes were replaced. The cse ran precision studies on four methods to verify that the instrument was operational. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.